Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "top half is almost off" was neither confirmed nor reproduced during product evaluation. However, during the event history log, a battery low alert was found to be the last occurence before device evaluation. Quality engineering has confirmed this to be the determined problem. The main batteries and battery harness were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the top half almost off. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.